Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The caller stated that the customer had not been feeling well while working and found that the infusion set had come out of the customer's insertion site. The customer's blood glucose was over 500 mg/dl. The customer's coworker transported her to the hospital emergency room and had been hospitalized since then. The customer was not wearing the insulin pump at the time of hospitalization. The customer's mother stated that she had been off of the insulin pump for about 24 hours. The customer's mother was advised to perform troubleshooting when the customer was present with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.